Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker, was tried to be implanted, with the same lead already implanted on (B)(6) 2010. During the implantation procedure, the right ventricular lead was tried to be inserted several times (until four times) in the connection block of the pacemaker but it was not possible. In one of the attempts of inserting the pin in the connector, although it was not properly inserted, the sensing values obtained were ok but the pacing values were not correct. After several attempts, the physician decided to open a new pacemaker and when connected to the rv lead, it worked properly from the first attempt.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Premilinary analysis did not reveal any issue with the returned device.

Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker, was tried to be implanted, with the same lead already implanted on (B)(6) 2010. During the implantation procedure, the right ventricular lead was tried to be inserted several times (until four times) in the connection block of the pacemaker but it was not possible. In one of the attempts of inserting the pin in the connector, although it was not properly inserted, the sensing values obtained were ok but the pacing values were not correct. After several attempts, the physician decided to open a new pacemaker and when connected to the rv lead, it worked properly from the first attempt.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker, was tried to be implanted, with the same lead already implanted on (B)(6) 2010. During the implantation procedure, the right ventricular lead was tried to be inserted several times (until four times) in the connection block of the pacemaker but it was not possible. In one of the attempts of inserting the pin in the connector, although it was not properly inserted, the sensing values obtained were ok but the pacing values were not correct. After several attempts, the physician decided to open a new pacemaker and when connected to the rv lead, it worked properly from the first attempt.